Event description:
The customer reported to olympus that the insulation was defective/coming loose on the evis exera lll gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens and plastic distal end cover both had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that the light guide lens and plastic distal end cover both had foreign material due to insufficient cleaning. Additional findings were as follows: due to wear of scope cover packing, water tightness is lost, the suction cylinder has no color, and the connecting tube has a buckling. It is most likely that the reported issue was a result of insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material remained in the device because reprocessing could not be properly conducted due to the discovered leak from the scope cover packing. It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.